Event description:
Pt received full series of synvisc in right knee - 9/13, 9/20, 9/27, 1999. 9/28 - pt called in because they had wakened with knee acutely swollen and stiffness, but no redness or fever. 9/29 - pt came in for follow-up visit. Pt now with synovitis from injections. Aspirated fluid from knee for aerobic/anaerobic cultures. 10/4 - follow-up visit: knee less swollen, reduced pain. Aerobic/anaerobic cultures negative x5 days, no synovial crystals. Assessment: acute synovitis.